Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display. The blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly.